Event description:
A healthcare professional (hcp) reported the patient had been having difficulty controlling his bladder and he had increased his voiding, the hcp noted it was about 30 times a day.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va06j7n, implanted: (B)(6) 2015, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported that he was going to the bathroom 30 times a day and had urgency. This was considered a gradual return of symptoms. He felt stimulation in the correct area and it was on program 1 at 2.2 volts. He increased stimulation to 2.6 volts and felt it on his pelvic floor. The patient mentioned walking through a metal detector at a baseball game. He also travelled to (B)(6) and did not notice symptoms on the way there, but did notice when returning. The patient's indications for use were urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor. His pre-existing medical history included a stroke in 2010, hip issues, and knee replacements.